Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)). This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). The device was received for evaluation. During functional testing, alarmed system error 322 (link switch error (low)) was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link switch defective. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.